Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable

Manufacturer narrative:
B5 describe event or problem has been updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the target lesion was moderately tortuous and non-calcified with 70% stenosis. The balloon was ruptured during third inflation at 24 atmospheres for 30 seconds. The device was removed from the patient body without any problem.

Manufacturer narrative:
B5 describe event or problem has been updated device evaluated by MFR.: a mustang device received for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure with no leaks noted. No issues were identified with balloon inflation or the balloon material. A visual examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified no issues with tip of this device. The inflation device was tested before and after use with druck pressure gauge.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the target lesion was moderately tortuous and non-calcified with 70% stenosis. The balloon was ruptured during third inflation at 24 atmospheres for 30 seconds. The device was removed from the patient body without any problem.